Manufacturer narrative:
The manufacturing location for this product is (B)(4) this site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that sharps coll chemo 3gal yellow new cap had a damaged lid. The following information was provided by the initial reporter: " during inspection, the customer discovered that the lid was damaged at the joint area and detached."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with the customer's complaint of lid damaged. Without further information, the root cause remains unknown. No ncr's were reported in the production of the lot described. A device history review was conducted for lot number 0272002.

Event description:
It was reported that sharps coll chemo 3gal yellow new cap had a damaged lid. The following information was provided by the initial reporter: " during inspection, the customer discovered that the lid was damaged at the joint area and detached."